Event description:
It was reported that "firing out the end instead of out the side at 27164j" was observed during a prostate procedure. A second fiber was used to complete the case. Pt outcome: "no harm to pt".

Manufacturer narrative:
(B)(4) - refers to forward-firing of the side-firing surgical fiber; a code request has been submitted.